Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this right atrial (ra) lead triggered a lead safety switch (lss) for low out of range pacing impedances less than 200 ohms. It was further reported that this product exhibited oversensing. The patient underwent a revision procedure and this product was surgically capped and abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.